Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins still moves but it is under control now. The technician made the patient shut off the device for 2 hours and reset the programming back to zero then gradually increase the volume of the program to where it did not hurt or pinch as much. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient lost a lot of weight and the device was sticking out. Four months ago t\their hcp told them that if the ins bows out more that they can move it to a different location. Starting one week ago, the patient was having pain from the ins location, like a burning pain and then it started throbbing and then consistent pain. The could not turn the stim down or they would get a return of symptoms. They could not turn it up or they would get a pain in the stomach when stim got too high. They were expecting a call from their hcp the following day, but all patients were suspended due to the covid-19 pandemic. Additional information was received. The patient called back and reported additional symptoms related to the ins site pain. They were wondering if nerve damage could occur if they were feeling pain down the hip and into the leg. They stated they lost quite a bit of weight and every time they moved the battery moved and it was towardthe upper part of their back and they had a bruise on their back, they weren't sure what the bruise was from. They stated that while taking a shower they felt a shock, even though their incision was fully healed. They stated that ever since losing weight it grossed them out because they could feel how big and wide the ins was and if they laid down, it completely poked out and they were afraid it would come through the skin. They stated they were stuck on the same program, meaning they did not have access to other programs. If they decreased amplitude, they lost therapeutic effect, but if they increased it became painful. They stated in terms of therapy, they were going backwards, not forwards. It seemed like it only worked 50% of the time. They had been waiting about 3 weeks to hear from the manufacturer representative to see when they would be available. They also sent a message to their healthcare provider about their concerns and they have an appointment scheduled for august 4th. Possible risks and complications were reviewed. It was recommended the patient reach back out to their physician. No further complications were reported or anticipated.